Event description:
Facility reports the following: nurse placed catheter successfully, withdrew stylet with safety clip deployed correctly, laid stylet down, picked stylet up, clip slipped down on stylet shaft, leaving tip of stylet exposed. Nurse received needlestick.